Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer also reported that they forgot to remove air from the cartridges before loading them on to the pump. Customer¿s blood glucose level was 130 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.